Event description:
A customer reported to beckman coulter, inc. (Bec) that synchron cx5 delta clinical system was having a recurring issue with droplets forming at the ends of the cuvette wash probes and causing results to be suppressed. The customer indicated that no erroneous results had been generated. The droplets did not make any contact to any operators. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer indicated that qc had been reading in range. Field service engineer visited on (B)(6) 2011 and found the root cause of the issue was due to valve 10v and 11v failure, and scratches on mixer paddles. The fse replaced valves and mixer paddles. Bec internal identifier for this complaint is (B)(4).